Event description:
This case, received from consumer, non health pro in the united states, involved a female patient who reportedly experienced seroma, abdominal pain upper, injection site pain, injection site irritation, injection site swelling, gastrointestinal obstruction, device issue while using whisperject¿ autoinjector (medical devices). Medical history were not reported. Current condition included multiple sclerosis. The following information is verbatim as provided by ms advocate after speaking with the patient: "whisperject injects too fast and traumatizes tissue, makes injection reactions twice as bad. Site reactions of burning, site irritable and swelling to site for a while after. Difficult to find injection site that is not overused. Developed seroma to right upper middle abdomen. Needs surgery soon as it has gotten bigger, is hard as a brick. Kept overnight in hospital for stomach pain, scans showed 2 small bowel blockages. Says wings on syringe are too small and smooth, easy to lose grip. Patient used nail file to roughen." The patient declined to provide additional information. Lot number not provided. See mylan related case (B)(4). Unknown date: the patient initiated medical devices n/a at a dose of unknown dose unknown unit unknown frequency via unknown route (batch/lot number unk, expiration date unknown) for unknown indication. The patient experienced developed seroma to right upper middle abdomen (seroma), whisperject injects too fast (device issue), overnight in hospital for stomach pain (abdominal pain upper), site irritable (injection site irritation), site reactions of burning (injection site pain), swelling to site for a while after (injection site swelling), scans showed 2 small bowel blockages (gastrointestinal obstruction). Action taken was unknown for medical devices. The outcome of event seroma was unknown, abdominal pain upper was unknown, injection site pain was unknown, injection site irritation was unknown, injection site swelling was unknown, gastrointestinal obstruction was unknown, device issue was unknown. Medical comment: patient experiencing whisperject device issue, device use error, device site irritation, injection site swelling . Disease progression situation wasn't described, disease evolution is related to motor movement issues that may difficult to manage device, can't be ruled out as cause of the events for seroma. The constipation is among bowels problems that can occur in multiple sclerosis and eventual bowel obstruction development, can't be ruled out.